Event description:
It was reported that the unspecified bd pen needle was difficult to operate. The following information was provided by the initial reporter: I feel like I only got part of my insulin last night while using this needle for the first time.

Manufacturer narrative:
Investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd pen needle was difficult to operate. The following information was provided by the initial reporter: I feel like I only got part of my insulin last night while using this needle for the first time.